Event description:
It was reported that at initial interrogation, prior to attempting to implant the device, the automatic device identification information would not display. The battery longevity was about 2.5 years remaining and a power-on-reset message displayed. The device was not implanted and was returned to the company. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.